Event description:
The patient had severe hypotension and low cardiac output and required re-exploration at the patient's bedside. The patient's chest was closed on 10/8/96 and the second iab was also removed on 10/8/96. The patient's present status is critical. Event complications: patient's blood pressure dropped - reported 10/4/96, 10/18/96. Patient's current status: critical - rpt'd 10/18/96.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. The iab was received intact for evaluation with the balloon completely unfolded. The sheath tubing was noted to be kinked in several locations. Blood was observed on the balloon's exterior and within the inner lumen. In addition, the extracorporeal tubing was noted to be absent from the y-fitting. Underwater leak testing revealed no leaks in the returned portion of the iab. After a laboratory extracorporeal tubing was attached to the y-fitting, the iab pumped satisfactorily on the laboratory system 90 iabp at 80 and 160 bpm. No alarms sounded during the test. Probable cause of difficulty: no leak was found in the returned portion of the iab to have caused the reported leak alarms. It was not possible to determine the exact cause of the reported difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem. The balloon membrane did not fully exit the sheath, thus not allowing the membrane to fully inflate. The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. There may have been a leak in the unreturned extracorporeal tubing. The pump needed servicing.